Event description:
A change in therapy effect was reported. A patient's family member indicated that the patient was weak and had lost control of his legs after implant; but a physician had titrated up the dosage. The patient was noted as having been unresponsive, not breathing, and admitted to an emergency room. An overdose was indicated. The patient¿s heart rate dropped to "32." A physician was noted as advising the ER doctors to withdraw some csf; however, it was indicated as being "unsure if they were going to do that." The dose was changed from 250mcg/day of baclofen and 1 mg/day morphine, to 200 mcg/day of baclofen and 0.8 mcg/day of morphine. The patient responded to narcan. It was later reported that the patient experienced baclofen withdrawal. It was noted that "troubleshooting, management of withdrawal" resolved.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information: it was indicated that the overdose was "more so believed to be related to morphine rather than baclofen"; and "although the initial dosing of baclofen was reportedly too high as well". An alternate physician (not the device implanting physician) adjusted the dose on (B)(6) 2011; and had attempted to advise the patient/patient's caregiver to follow up with their office after discharge from the hospital for continued pump management. The patient was noted however as having continued to have their device managed by the implanting medical doctor instead. Per the patient's managing physician, the morphine had been removed from the device, and the patient was receiving only baclofen. Dose titrations were noted as having been ongoing. A catheter dye study was performed by the implanting physician, and results of the study were determined by the implanting/managing physician as being "negative". The issue was indicated as having resolved. The patient was discharged back to his nursing home.